Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. There was no error code, before the sheath was inserted, when checked, ¿the tip of vizigo, hangnail¿. The tip was damaged/broken, so judged it to be dangerous and so it was changed to a new sheath. The procedure was completed without patient consequence. The broken tip issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 21-aug-2022. The damage did not result in wires being exposed nor in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the sheath. The sheath was not pre-shaped. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 24-aug-2022. The device evaluation was completed on 14-sep-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed that the tip was damaged. This condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. A device history record (DHR) review was performed for the finished device number 00001922 and no internal action related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date was updated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Corrections to the initial report: full UDI has been populated to field d4. Primary UDI number. G 1. Manufacturer site email and g 1. Manufacturer site phone have been updated. On 01-aug-2024, additional clarifying information was received which indicated that the previously reported term of ¿hangnail¿ was referring to a deformation/bump on the tip of the catheter. As such, the event was re-assessed and is no longer considered to be a MDR reportable event. The potential risk that a deformed/bump on the tip could cause or contribute to a serious injury or death is remote. Therefore, h 6. Medical device problem code has been updated from break (a0401) to material too soft / flexible (a040608). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).